Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Product complaint # (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges elevated metal ions.

Event description:
Pt is seeking legal action.